Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported no flow. The unspecified primary tubing set was being used to deliver an unspecified saline solution via a sigma spectrum pump. The option-lok male adapter of the secondary tubing set was connected to the clave port of the primary tubing set for the piggyback delivery of an unspecified concentration of avastin. The customer contact reported that one hour after the delivery was stated, it was noted the avastin was not delivering. The customer contact reported, "the pump did not alarm." It was reported that after the secondary tubing set was disconnected from the clave port of the primary tubing set, it was noted that the silicone sleeve of the clave port was in the depressed position. The primary tubing set was replaced. The secondary tubing set was reconnected to the clave port of the replacement primary tubing set and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.